Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An angiogram during follow up revealed a distal type I endoleak from the right external iliac artery. The physician implanted an endurant limb and another manufacturer¿s stent graft in the right external iliac artery and the distal type I endoleak was successfully resolved. The physician stated that the native vessel seemed to be aneurysmal and enlarged which possibly resulted in the occurrence of the distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review analysis: review of CT¿s revealed that an endurant system was implanted in the patient; the bifurcate was positioned just below the level of the renal arteries. The ipsi limb and extension were placed down into the right common iliac artery, and the contra limb was placed into the left common iliac. Both iliacs were tortuous with minimal calcification. The right limb extension was positioned to within several cm¿s of the iliac bifurcation. The stent graft od measured approximately 24mm and appeared to have an adequate distal seal. The right common iliac diameter just proximal to the bifurcation was 15mm. At the origin of the left common iliac artery the contra limb was seen compressed down to 6mm as it tracked across an acutely angulated tortuous section of the lcia. At the distal contra limb the od opened up to approximately 18mm. Both limbs were patent. The max aaa diameter measured 7.3cm and contrast was seen within the distal sac near both limbs. The source and cause of the endoleak is unknown; this appears more likely to be a type ii or a type iii fabric endoleak. No other stent graft issues were observed. The cause of the reported distal type I endoleak could not be determined. Earlier follow-up images, films/angiogram which identified the endoleak, and films during the intervention were not available for review. It is possible that disease progression with vessel dilatation may have led to the distal I endoleak.

Manufacturer narrative:
(B)(4). The exact date of the implant is unknown.